Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of power cable disconnect alarms was not confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Additionally, there were no log files, photos, or any other supporting documents submitted that would indicate an issue with the system controller. An attempt was made to obtain additional information about the reported event such as if the alarms resolved after the controller was replaced, and if the controller will be returned; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 14aug2020. Heartmate iii patient handbook, section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device was having power cable disconnected alarms. The controller was replaced. The alarms resolved with the controller exchange.